Event description:
Witnessed arrest. AED applied to pt and advised shock. Pt defibrillated at 120j. Review of code summary shows pt was in a sinus pea at a rate of 60 when the AED advised and delivered 120j shock. No change in rhythm or rate after the shock. Second analysis of same rhythm advised no shock.